Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed consecutive cartridge alarms and planned to replace the pump as a resolution.